Event description:
It was reported that the pt was at the hospital. The pt was having "excruciating abdominal pain" at the stimulator site. Per the rptr, unsure if it was being caused by the device. Additional info was requested.

Manufacturer narrative:
(B)(4).